Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical-medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed after an unknown length of time in-vivo due to an insert post breakage. It was communicated that the requested clinical documentation was not available and the patient's current health status is unknown. Without patient clinical/medical documentation, definitive contributing clinical factors could not be concluded. Patient impact beyond that which was reported cannot be determined based on the limited information provided. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that break of implant as a result of strenuous activity or trauma has been identified as a warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection procedure, includes verify parts are free of or damage areas, burrs, inclusions, porosities, sharp edges, nicks or cracks. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the post of a journal art ins bcs sm 3-4 rt 9m broke. A revision surgery was performed on (B)(6) 2023 to address this adverse event. Patient's health status in currently unknow.